Manufacturer narrative:
Concomitant product: product ID 977a260, serial # (B)(6), implanted: (B)(6) 2013, product type lead. (B)(4).

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with a neurostimulator for radicular pain syndrome (radiculopathies) and spinal pain. It was reported that the patient fell on the ice in (B)(6) 2015. The patient stated that their therapy was fine until about two months ago. Impedance testing was done and it was found that the following electrodes were still in range: electrode 3 on lead one and electrodes 8, 9,11, 13, 14, and 15 on lead two. The patient was reprogrammed. The manufacturer representative stated that they were easily able to program around the bad electrodes. The patient had a follow-up appointment with their hcp on (B)(6) 2016 where a thoracic x-ray was performed to check the lead positioning. The x-ray confirmed a lead migration downward one vertebral body segment to t8 from the patient's fall. The impedance check revealed the same results and the programming was still working. The patient was going to decide on whether they wanted a lead revision. At the time of the report, the patient stated that they were currently leaning against having the lead revision surgery at this point in time. If additional information is received, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Analysis of the returned lead (serial # (B)(4)) found that the lead body had broken conductors at the site of an unknown anchor. All conductors were broken 20.2 centimeters from the distal end of the lead. (B)(4).

Event description:
Additional information was received from a manufacturer representative. It was reported that the patient had her lead revision on (B)(6) 2016. The patient's leads were replaced and her therapy was doing very well. Refer to manufacturer report #6000153-2016-00491 for the report of this event for the patient's other lead.